Event description:
During a lop prostatecomy procedure, thefirst shear had no function at all. The second shear blade was broken. Did not fall into pt and finished procedure with same lime product. There was no reported consequence.